Event description:
It was reported that the patient's percutaneous lead was shut and stuck in the car door. The patient had trauma to the driveline where the silicone covering was open and the kevlar was exposed. Initially there were no alarms, but 15 minutes later driveline power faults were reported. The pump appeared to be running and green pump running symbols was on. Although the patient was asymptomatic, the patient was admitted to the intensive care unit (ICU). Log file data confirmed an issue with the driveline on (B)(6) 2022 at 18:52:00. The fault indicated a fuse associated with one of the power leads in the driveline had opened. The redundant power wire was supporting the pump and motor function was not affected. The system controller and modular cable were replaced. There have been no further alarms since the products were exchanged. Log files from the new system controller did not contain any unusual events and both power leads were delivering similar levels of current to the vad. It was discussed to apply rescue tape to the damaged area of the driveline. Related manufacturer report number: 2916596-2022-01524, 2916596-2022-01740.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no issues specific to the modular cable were reported. The modular cable was exchanged during troubleshooting of the reported alarms. The cause of the driveline power and communication fault alarms was confirmed to be fractured wires within the pump cable (refer to the pump investigation under MFR#2916596-2022-01524). The relevant sections of the device history records for the modular cable, lot number 774719, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also explains all alarms, including the driveline power and communication fault alarms, and the actions associated to resolve the alarms. The heartmate 3 lvas patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power and communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that it was the pump cable that had been damaged by the car door. There had been no further alarms since the system controller and modular cable were exchanged on (B)(6) 2022. The patient was fine until (B)(6) 2022 when the rescue tape got damp from sweat and fell off. The prior application of rescue tape was likely applied incorrectly causing it to fall off. It was recommended to permanently silence the driveline communication fault alarm. The communication fault alarm did not interfere with pump operation. Newer log files captured communication and driveline power faults with the controller fuse opening as well. The controller clock was not set to the current date. Since the controller fuse was opened and there was a driveline power failure, a second controller exchange was done on (B)(6) 2022. There was no interruption in pump support during these events. Driveline repair and evaluation on 06apr2022 discovered two fractured driveline wires. The fractured wire ends were insulated with kapton tape. The evaluated section of the driveline was then covered with rescue tape. Complete external driveline repair was performed on (B)(6) 2022 without issue. The yellow and blue wires had to have a crimp installed, then the ends were connected. Kapton and rescue tape was applied to the damaged area. The patient was stable and discharged to home and did not experience any clinical signs or symptoms. There had been no further issues since the driveline repair. Related manufacturer report numbers: pump: 2916596-2022-01524. First system controller: 2916596-2022-01740. Second system controller: 2916596-2022-10265. Mobile power unit: 2916596-2022-10757.